Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain at the ipg site. As a result, surgical intervention may take place to address this issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019, wherein the patient¿s ipg pocket was revised. The ipg remains the same and therapy has been restored post-op.